Manufacturer narrative:
Due to character limitation (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had fiberoptic latch broken fiberoptic latch broken. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- h6 medical device ¿ problem code, investigation findings.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the fiber optics cable assembly. All functional and safety checks are met to factory specifications. Unit was returned to customer. The failure analysis and testing department received the following part associated with this complaint: cable assy, fo sensor. This part was received with a reported unit failure message of broken fo connector. The failure analysis and testing dept. Performed a visual inspection and verified the failure message of broken fo connector. Retaining cable assy. Fo sensor in the fat dept. Per procedure. Per CAPA 792593 the fiber optic adapter connector (item 14) of the cable assembly, fo sensor extension is not robust enough to consistently withstand large and/or repeatable force/impact that the connector may be subjected to over the course of continued use.